Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module was replaced and returned for investigation. Simulated test use of the received o2 and air gas module has not reproduced the described customer issue. Evaluation of the received device logs shows no matching event on the given date of event. Between january 4 and january 7 several alarms for low o2 concentration were generated. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. (B)(4).